Event description:
The customer reported that their central nurse's station (cns) is warning them that all data will be deleted once they discharge monitored patients. Once they click yes they get kicked out from the cns application, and when they go back in, all data for all patients is deleted. No harm or injury was reported.